Manufacturer narrative:
It is unknown if any parts or repairs have been conducted. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the field service engineer.

Event description:
The philips field service engineer (fse) reported that a ventilator failed the electrical safety test at the o2 fitting plate screw during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by an fse confirmed the reported issue. The fse reported that a new power cord is at the site and they will replace and complete the preventative maintenance upon site return. Further information is pending.